Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the carotid artery. The emboshield nav6 embolic protection system (eps) was used and the filter was open; however, the tip of the barewire separated and moved away. The procedure was completed and the filter was recovered without issue. Then, the separated wire piece was retrieved with a micro-snare. There were no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported tip separation. It may be possible that the tip of the barewire became lodged/stuck within the anatomy resulting in the noted stretched tip coils and material separation; however, this could not be confirmed. The reported unexpected medical intervention to remove the separated tip were related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.